Manufacturer narrative:
Per service record #(B)(4) - "unit failed initial priming. Primed a second time. Passed second priming cycle. Functioned properly once primed." Complaint closed; as of this date, there are (B)(4) documented complaints, the complaint rate is (B)(4). On 02/04/2014 opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot 20212-03 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that stopped working. Failure possibly due to a broken electrode. Refer to CAPA (B)(4). A review of the console history was not performed because the console serial number was not reported with the complaint

Event description:
Pre-procedure/priming: handpiece would not prime.